Manufacturer narrative:
Evaluation summary. Two opened knives were received for the report of a blunt knife. The samples were examined per facility procedure and both samples were found to be nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due the damage of the sample. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as blunt tips exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple blunt knives that originated from custom paks were detected prior to surgery. There has, therefore, been no impact to any patient. Additional information has been requested.